Event description:
The customer reported that too much radiation may have been received during a procedure with pt involvement, due to auto kv mode not working properly. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken cable. Info from the ge field service representative indicates there was no injury to the pt. The customer continued the case using manual mode. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.